Manufacturer narrative:
Goodfellow, j., kershaw, c., d¿a benson, m., o¿connor, j. (1988). The oxford knee for unicompartmental osteoarthritis. The first 103 cases. The journal of bone and joint surgery, 70(5), 692-701. Murray, d., pandit, h., weston-simons, j., jenkins, c., gill, h., lombardi, a., . . . Berend, k. (2013). Does body mass index affect the outcome of unicompartmental knee replacement? The knee, 20(6), 461-465. Doi:10.1016/j.knee.2012.09.017. The product was not available for return. Root cause could not be determined. Risks associated with reported condition are addressed through the warnings in the package insert as a part of design control risk management. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. (B)(4).

Event description:
Information was received based on review of a journal article titled, "the oxford knee for unicompartmental osteoarthritis.¿ one (1) patient was identified in the article who underwent chronic bearing subluxation, followed by loosening of the tibial component, post lateral compartment knee arthroplasty. It was further reported that one year postoperatively the patient had a successful revision to total condylar prosthesis. There has been no further information provided and the patient outcome is unknown. All other events will be reported in individual records which will be linked to this parent record.